Manufacturer narrative:
Investigation summary: 6 photo was received and evaluated. Open seal was observed from the blister package in the photo. 4 actual (unused) samples were returned for investigation. The samples were not decontaminated. Opened seal was observed on the samples. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, and thus showed that the sealing process was completed in the manufacturing facility. The complaint is confirmed and product is out of specification. A device history record review showed no non-conformance's associated with this issue during the production of this batch. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area and thus showed that the sealing process was completed in the manufacturing facility. Hence, no assignable root cause. There was a change in the top web material during jul 2017. The reported batch was produced before the material change.

Event description:
It was reported bd insyte¿ vialon-e 20ga x 1.16in seal was partially opened. Found before use.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ vialon-e 20ga x 1.16in seal was partially opened. Found before use.